Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with mild striae affecting vision in right eye. The patient complained of halo and blurriness. A flap lift and stretch was performed. Patient reported symptoms are not interfering with daily activities. The symptoms were resolved on (B)(6) 2019. Bcva from (B)(6) 2019: right eye pre-op 20/20 -3.25 x -.50 x 50, left eye pre-op 20/20 -4.00 x -.50 x 2. Bcva from (B)(6) 2019: right eye post-op 20/60 .00 x .00 x 90, left eye post-op 20/20 .00 x -.50 x 90.

Manufacturer narrative:
Correction: b5 - it was initially reported that the patient had left eye post op refraction of .00 x -.50 x 90 however, there was a typographical error in the patient's cylinder number (-.50) and the right number should be plano or .00.